Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory charger of the protectiveclean power toothbrush system. Customer mailing address was not provided. The complaint was received from a consumer in (B)(6).

Event description:
A consumer alleged that their protectiveclean power toothbrush charger sparked in power socket. There was damaged to power socket, but no injury reported.

Manufacturer narrative:
Analysis results: the cause of the customers complaint could not be determined because the charger device was not returned for failure analysis to confirm a malfunction has occurred. No faults were found from the returned handle device.